Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), the clinician was prompted to perform an auto setup. During the auto setup a message displayed regarding out of range amplitude detected and sensing may be less than optimal and they were unable to obtain a reference template. Boston scientific technical services (ts) discussed that the reason they were unable to quire a reference template may be due to the patient's trigeminy. It was further noted that the patient had a pacemaker implanted for over six months without any issues, so they could consider programming the same sense vector that was previously programmed. The field representative noted the auto setup chose the same sensing vector that was previously programmed. Additional information was received that the patient presented after receiving therapy from the s-ICD. Upon interrogation it was found that there were two shocks inappropriately administered due to oversensing of the t-wave from reduced r-wave amplitude. Further review by ts found that high output backup pacing from the right ventricular auto threshold (rvat) may be leading to oversensing on the s-ICD. The field representative ran the s-ICD test during rvat test on the pacemaker and saw the small morphology change. The output was reprogrammed in the rv with auto off. Ts suggested testing at three volts output with multiple postures like leaning forward to verify sensing. Ts also suggested turning off right atrial (ra) auto trending in the pacemaker as it paces unipolar during the ra threshold test which is contraindicated for the s-ICD. Over two years later the patient received multiple inappropriate shocks for t-wave oversensing due to low r-wave amplitude when performing a non strenuous daily activity. Review of one of the treated episodes found that there was even triple counting occurring at times. The pacemaker was programmed with an upper rate limit of 120 bpm. Review of the sensing vectors found primary to be a more appropriate vector. Ts also discussed further consideration of evaluating the high pacemaker rates and changing the upper rate limit. It was also noted that the patient is in hospice. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.